Event description:
Nonfunctioning backcheck valve on primary piggyback IV pump set. The piggybacked solution backflowed into the primary intravenous solution. Upon internal recall of specified lot, the nursing staff commented that the problem had often occurred during the last two months.